Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports no power on their 8015 along with no ac indicator. Case resolution: - after customer replaced power cord the fault did not clear. - customer request to send in for repair under warranty. - repair team is in a meeting. - verified customer contact information and informed them our repair team will contact them. - see email feed. - lastly I emailed customer instructions for registering on the customer portal to take advantage of our online repair option. Ended call.